Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
A patient experienced a perforation and pericardial effusion. During a pulmonary vein isolation to treat atrial fibrillation, a farawave catheter was selected for use. The transeptal puncture was successful apparently crossing at a safe point of the intra atrial septum. Both left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) were isolated successfully following farapulse workflow with no issues. Approximate 40 min of ablation taken place, the complication was noted. While shifting to the right-side vein, physician notice a pericardial effusion on ice. The quickly completed the workflow on both right veins and then gave heparin and treated the effusion. Pericardial drain was successful and patient was stable. There was no need for surgery reported. Location of perforation was not confirmed. It is unclear what have caused the pericardial effusion. It was suspected that both farawave catheter and the guidewire may have perforated some point of the left atrium during the ablation part of procedure. The patient was discharged home and no hospitalization beyond standard of care was reported. Product return is not expected (disposed).